Manufacturer narrative:
Omsc evaluated the subject device and found the following. A part of bending section rubber of the subject device was missing. Omsc checked the device history record of the subject device, there was no irregularity found. The exact cause of the reported event could not be conclusively determined, however there is possibility that this phenomenon is attributed to external stress. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user performed an unspecified procedure with the subject device. During leak test of the subject device after the procedure, the user noticed that a part of bending section rubber of the subject device was missing. There is a possibility that the missing part remains in the patient's cavity, however no health damage to the patient has been reported after the procedure.